Event description:
Patient sex: unknown. Procedure type: gastrectomy. According to the reporter: the initial operation was in 2007. The suture line broke post-operatively. Patient had to have a re-operation in 2008. The suture line was repaired during the re-operation. Current patient status: ok. No other patient details are available.